Event description:
Additional information received reported that the physician decided to have to percutaneous leads replaced with a surgical paddle. The physician reported that the cause of the warming was not determined. No interventions were taken or planned. It was reported that the physician did not know how the patient was doing now or if the implantable neurostimulator (ins) warmth issue resolved.

Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient was scheduled to have leads taken out and have a paddle put in due to migration, where it was not anchored. It was reported that the patient had been complaining of "overheating" at the battery site. The physician chose to explant and replace the battery at the time of lead replacement. They attempted to interrogate the battery prior to the procedure and none could be obtained from the clinician programmer. It was noted that x-rays of the lead migration were done by the physician at the end of 2015 but was unaware of when the patient began complaining of the "overheating." The full system was explanted per the physician decision where new leads and battery was placed on the day of the report.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the explanted leads were not returned. It was to their understanding that there was no issue with them other than the leads were not anchored and they migrated so the physician wanted to attempt to input a surgical paddle instead.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6)2015, product type :implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740 , serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) was "uncomfortably warming when charging with their implantable neurostimulator recharger (insr)." It was reported that a replacement recharger was provided at some point. A minor fall was reported by the patient but they stated that this was after the insr was changed out. The patient was 1 month post operation and they had confirmed that the patient had 6 electrodes (4 on one lead and 2 on another lead) that were greater than 40,000 ohms. It was reported that one of the leads migrated to t2/t3 and the other migrated to t11/t12 in the vertebrae. The rep thought the original placement was at t8/t9. The impedance issue and migration of leads was confirmed on (B)(6) 2015 via x-ray and impedance check. There was a report of charging issue but no mention of stimulation issues. The rep reported that the issues had not been resolved. The patient was working with the physician to schedule a lead revision. The battery continues to feel warm to the patient as well. Relevant medical history includes complex regional pain syndrome type I and spinal pain.